Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative discussed the complaint with the hospital and recommended replacing the caster base and the caster. The hospital reported that the caster and caster base were replaced, resolving the issue.

Event description:
The hospital reported that wheel fell out, which caused the unit to tip when moving the unit. There was no reported patient involvement.